Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor-quality image inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown. H2 correction: the manufacturer aware date in g3 of the initial MDR was incorrect. The initial complaint was received by boston scientific corporation on (B)(6) 2024.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05273 for the exalt model d controller and manufacturer reports number 3005099803-2024-05274, 3005099803-2024-05275, 3005099803-2024-05276 and 3005099803-2024-05277 for the exalt model d scopes. It was reported to boston scientific corporation that an exalt model d controller was used with four exalt model d scopes, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an error screen appeared and black horizontal lines across the screen appeared. The scopes were switched, but the black horizontal lines across the screen persisted. The procedure was completed with one of the reported exalt model d scopes. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-05273 for the exalt model d controller and manufacturer reports number 3005099803-2024-05274, 3005099803-2024-05275, 3005099803-2024-05276 for the exalt model d scopes. It was reported to boston scientific corporation that an exalt model d controller was used with four exalt model d scopes, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an error screen appeared and black horizontal lines across the screen appeared. The scopes were switched, but the black horizontal lines across the screen persisted. The procedure was completed with one of the reported exalt model d scopes. There were no patient complications reported as a result of this event.